Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on 12/16/2022 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 23:14:27 on (B)(6) 2022. At 03:44:55 on (B)(6) 2022, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 03:46:16, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was idioventricular rhythm @ 15 bpm. At 03:46:40, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was obscured due to artifact and electrode lead falloff. The electrode belt was disconnected at 03:47:13 on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication the pulled cable caused or contributed to the patient death since the latest available ECG recording strip ((B)(6) 2022 3:44:45 pm) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
The electrode belt was returned for investigation did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 23:14:27 on (B)(6) 2022. At 03:44:55 on (B)(6) 2022, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity. At 03:46:16, the patient received the first inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole. The post shock rhythm was idioventricular rhythm at 15 bpm. At 03:46:40, the patient received the second inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity. The post shock rhythm was obscured due to artifact and electrode lead falloff. The electrode belt was disconnected at 03:47:13 on (B)(6) 2022.